Event description:
The pt called lifescan and alleged that their meter would not power on. Medical affairs spoke to the pt in 4/2005 and obtained/verified the following info: the pt stated that they were unable to test their blood glucose for approx one week due to the meter issue. They contacted their physician for advice and an appointment was made. Their blood glucose was tested on the physician's meter and the result was 123 mg/dl. No treatment was given to the pt. They did not allege any injury or harm. The pt replaced the battery but the issue was not resolved. A replacement meter is being sent to the pt.